Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the coil introducer and coil plunger were returned for evaluation. The coil introducer and a coil plunger were inspected and no anomalies were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 01-feb-2018. It was reported that the coil became stuck in the catheter. A 4mm/3.7mm vortx¿ diamond - 18 was selected for fallopian tube embolization procedure. Upon preparation, it was noted that the coil could not be removed from the sheath and could not be pushed inside patient's body. There were no patient complications reported and the patient's condition was stable. However, device analysis revealed the coil was missing.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the coil was not left inside the patient as it was present during removal and that the device has been disposed.